Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser where it was reported that there is a burning smell coming from the device, the customer thinks the battery may be bad. The issue is not related to physical damage/abuse. The device was being used for patient care and there were no physical damaged noted in the device. There was no discoloration and no cut in the power cord. Additionally, the prongs on the power plug were not bent or broken and no bare metal wires noted. There was patient involvement, however no harm reported.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending.

Manufacturer narrative:
The device was evaluated on 10/09/2023 and it was confirmed that there is a burnt odor coming from the inside of the device. Device does have an abnormal burnt odor coming from inside the device. Device failed self-test. Device would not power on correctly in alternate current (ac) or direct current (dc) power. Replaced the cpu pwa, driver board pwa, cpu/driver cable and plunger motor assembly. Calibrated mechanism. Mechanism passed calibration. Device passed self-test with no error alarms. Device powers on correctly in both ac and dc power modes. Probable cause for the abnormal burnt / smoke odor and the device not powering on correctly is burnt components on the cpu pwa, driver board pwa, and defective / worn cpu/driver cable, and plunger motor assembly. During inspection found the main chassis and keypad to be damaged. Verified discrepancies through visual inspection. Replaced the main chassis and keypad assemblies. Probable cause is physical damage consistent with normal wear and tear.